Manufacturer narrative:
No frozen screen or display anomaly noted. Unit was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm, prime/fill or rewind grinding loud noise anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was freezes, battery life was less than 6 days, rejected new batteries, losses setting. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump had rewind was very slow, had to rewind more than once per prime, grinds to rewind, unexplained no delivery alarm. The insulin pump will not be returned for analysis.